Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the needle broke off the ar-7288t suture when the surgeon was passing it through the sternal space. Nothing was left in the patient and the case was completed with a new suture.